Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event was reported as an unknown date in 2013. Additional product code(s): dzi, erl, hbe. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) has been requested.

Event description:
Sales consultant reported an event as follows: pen drive would not run at a steady speed. No further information was provided. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Additional narrative: the manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device returned to manufacturer on 7/12/2013. Investigation coordinated by (B)(4). The customer's complaint that the device does not function properly was confirmed. A functional assessment was performed which confirmed that the motor was damaged. It was reported that it was due to immersion during cleaning.